Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported the patient recently got a biventricular assist device. The complainant also reported that they are going to return the pump.

Manufacturer narrative:
B5: additional clinical narrative event information added. H6. Health effect - clinical code added.

Event description:
An impella 5.5 device was inserted surgically via the right axillary/subclavian artery in a 36-year-old male patient presenting with heart failure and cardiogenic shock in the setting of cardiomyopathy, classified as scai stage d shock. Prior to initiation of support, the patient was receiving multiple inotropes and vasopressors and required mechanical ventilation for respiratory support. The impella 5.5 was placed as an escalation of therapy from an impella cp to provide ventricular support during cardiothoracic surgery for ventricular septal defect repair. While the patient was in the intensive care unit (ICU), a hematoma was noted at the axillary access site. A sandbag was applied for local management. The patient remained asymptomatic, and hemoglobin levels remained stable. No additional intervention was required. Approximately one week later, a purge cassette exchange was attempted; however, the purge cassette did not progress past page 4. A second purge cassette was inserted with the same result. The automated impella controller (aic) was subsequently exchanged for a new aic. There was no noted interruption of impella flow or hemodynamic support during the controller exchange. During support on one overnight and morning (on 1/6/2026),the patient experienced intermittent runs of ventricular tachycardia (vt) and paroxysmal supraventricular tachycardia (psvt), occurring overnight and in the morning. These episodes were self-resolving, with no impella alarms noted. A repeat echocardiogram was planned to further evaluate impella 5.5 positioning. After approximately two months of support, the impella 5.5 was successfully weaned and explanted. The post-procedure outcome was survival at explant. The impella functioned as intended at p-8 with flows of approximately 4.9 l/min. Access-site bleeding (hematoma) is a known risk associated with large-bore axillary access and the anticoagulation and purge requirements of impella support. The automated impella controller is being conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed without consequence to the patient, and mechanical circulatory support was maintained throughout. Arrhythmias in this clinical context are commonly observed in patients with advanced cardiomyopathy and cardiogenic shock and may be influenced by underlying cardiac pathology, critical illness, and perioperative factors.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
There are two associated devices for the reported event. Investigation summary no product returned. Asae/hematoma: hematoma pod 1 to axillary site. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot device lot: 1980843 device history batch subcomponent no: n/a device history review this pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During a routine purge cassette change, the nurse was unable to advance past page 4 of the purge wizard despite the purge disc being correctly loaded into the automated impella controller (aic). A second purge cassette was attempted with the same result. The aic was exchanged from unit 12202 to unit 2383, which resolved the issue. A new hematoma was noted at pod 1 of the axillary site; cardiothoracic surgery was aware, a sandbag was applied, and no concerns were raised. The patient remained asymptomatic, and hemoglobin levels were stable.

Manufacturer narrative:
Updated information: d4 catalog number updated. D9 device return date.